Manufacturer narrative:
The device was manufactured at either: baxter healthcare ¿ (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set, with three (3) y-ports, leaked from the middle y- port; further described as ¿leaked out an entire antibiotic bag mainly on the port itself¿. This issue was identified during a patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including pressure and clear passage under water testing, were performed and the device operated according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.